Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
The position of the cam when valve was received was 40mmh2o. The valve was visually inspected; a needle hole in the needle chamber was noted. No other defects were noted. The valve was irrigated with purified water; an occlusion was noted at the inlet of the ruby ball. Therefore a fine needle was inserted into the flow opening of the valve inlet under the ruby ball and its seat, the ruby ball was manually popped free from its stuck position using light force. The valve was irrigated again, no occlusion was noted. The valve was dried. The valve was leak tested. A leak from the needle chamber was noted due to the needle hole. The valve was tested for programming. The valve failed the test. The valve was then pressure tested, the valve failed the test. An over-drainage was noted. The valve was reflux tested. The valve passed the test. The valve was dismantled, biological debris were noted on the ruby ball, on the seat of the ruby ball, on the cam mechanism, on the cam mechanism pillar, and on the base plate. Review of the history device records confirmed the valve ns0594, lot number 428924, was conformed to the specifications when released to stock on the 7th april, 2010. The root cause for the problems found during investigation is due to biological debris found on the ruby ball, on the seat of the ruby ball, on the cam mechanism and on the cam mechanism pillar. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Manufacturer narrative:
Upon completion of the investigaiton a follow up report will be filed. H3 other text : device is under investigation

Event description:
E-mail received from the sales rep. Informed that: "I was just notified of a valve suspected to be malfunctioning. Valve was removed and replaced with a different type of valve."